Manufacturer narrative:
The driver was not returned so an evaluation was unable to be performed. Therefore, there are no results available and no conclusions can be drawn. The manufacturing records were unable to be reviewed since the lot number is unknown.

Event description:
It was reported that the tip of a final screw driver shaft broke while final tightening a blocker during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final screw driver shaft broke while final tightening a blocker during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screw driver shaft broke while final tightening a blocker during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Event description:
It was reported that the tip of a final screw driver shaft broke while final tightening a blocker during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was examined. The tip was fractured and twisted consistent with blocker removal. The complaint is confirmed. The cause is likely related torsional failure during removal or not fully being seated. A review of the manufacturing records did not identify any issues that would have contributed to this event.